Event description:
This rv lead was implanted on (B)(6) 2013 and remains implanted at this time. A call was placed to technical services on 08/21/2018 stating that on (B)(6) 2018 noise noted on this lead. The implanting physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).